Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse observed incomplete rotation of the blood sampling valve (bsv) resulting in multiple background failures as well as improper flow to baths. The incomplete rotation was caused by the guide screw binding to the guide causing back pressure, which led to leaking from the bsv. The fse loosened the screw and washer, then secured them properly resolving the issue. The instrument was verified to meet specified requirements per established procedures. (B)(4).

Event description:
The customer reported a leak from a coulter lh 500 hematology analyzer. The instrument operator found the leak while performing a multiple aperture zap procedure. The volume of the leak was approximately 1 to 2 ml of clear fluid and was not contained within the instrument. The instrument operator was wearing a lab coat, goggles, and gloves when the leak occurred. There were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event.